Event description:
The contact called in for help with the customer's meter. While troubleshooting, the contact performed control tests and received results of 46 and 335 mg/dl. The normal control range was 115-166 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.